Event description:
Info rec'd indicates the left intermediate siderail would not latch in to up position.

Manufacturer narrative:
The technician removed the center arm cover and removed the latching components from the center arm assy. He cleaned the components of dirt and dried up fluids and reinstalled all of the components to repair the bed.